Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The pod was received with the needle mechanism partially deployed. Slide insert was not seen through the top housing viewing window, but an additional piezo was visible through the top housing viewing window. Formed needle was found protruding past the bottom housing window and soft cannula was found partially deployed. Linkage assembly was observed partially deployed from external view. After opening the outer housing of the pod, the linkage assembly and formed needle got fully deployed and retracted back into the pod. But soft cannula remained as partially deployed, as the catch beam was found not holding the slide insert at the expected position. The additional piezo was found near the top portion of mechanism rails. These findings indicated that the additional piezo inside the device interfered with the needle deployment, causing the soft cannula to deploy partially and the reported needle mechanism failure to not fully retract the formed needle. The protruded formed needle contributed to pain during insertion at the pod infusion site. Due to the interference of the additional piezo in the needle deployment process, the formed needle got slightly bent. Pod download data showed 0x18 alarm generated, indicating the device had reached an empty reservoir state. The reservoir was confirmed to be empty during investigation. Generation of the alarm stopped the delivery of insulin. No timeouts or drive stall were observed in the data, prior to the alarm.